Event description:
The reporter called on behalf of her five-year old daughter. She stated that they had experienced several er1 messages, and routinely used the confirmation dot and color chart to check the results. She said the child is a brittle diabetic, can go from 60-300 in "no time" and tests 5-7 times daily. She stated that her daughter had not had any treatment as a result of the er1 messages. She said that they had stopped using the surestep meter several months ago, and use the one touch and fast take meters.